Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) regarding a patient who was receiving fentanyl concentration, 50 mcg/ml at 17.025 mcg/day dose and bupivacaine, 18 mg/ml concentration at 6.129 mg/day dose. It was reported that pump was replaced on 2017 (B)(6) and the pump would be coming to the manufacturer for analysis after pathology- dates were unknown when it would be released from hospital per the rep. (B)(6) 2017 - 10:15 am logs showed stall occurred at that time with no recovery. Patient was doing fine and went home on 2017 (B)(6). Dose was not changed since stall was same day as replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, unknown concentration at unknown dose and bupivacaine, unknown concentration at unknown dose via intrathecal drug delivery pump for degenerative disc disease and spinal pain. It was reported that the patient reported patient therapy (ptm) (B)(4). The code was motor stall and the patient stated that he was not hearing the pump alarm. Pump was implanted in 2011. As a result, the patient was to follow up with the healthcare professional (hcp). Patient service specialist (pss) redirected to hcp. No symptoms were reported. No further complications were reported.